Event description:
Hcp reported the pt died march or april 2003. The cause of death is unk. The pt had multiple medical problems and was in and out of the nursing home within the last 3 months of their life. Pt was in coma just before death in the hospital as well as in the nursing home. The pt was reported to have been in chronic pain all the time and had multiple clots. The hcp reported to the drug manufactuerer that the pt had experienced an "occasional" episode of obtundation. The pump medication dose was decreased, the pt became obtunded again. Two doses of narcan were administered, but there was no response. The pump was turned off and the pt did not "significantly improve." The hcp performed "every kind of test" but did not find the cause for the obtundation. The hcp reported to the drug manufacturer that it may be due to a small brain infarct as the pt had a history with deep vein thrombosis. The hcp wrote: "based on the conversations with the spouse and the family, the decision was made to engage the pt in care and comfort management, given the quality of life pt was having. No further attempts were made at diagnosing their obtunded state." The hcp then instituted a morphine drip for the pt, who subsequently died.